Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated the patient was having close to 90% improvement in symptoms prior to the moving of the pump.

Event description:
Additional information received reported that the patient's implantable neurostimulator (ins) was replaced due to 'open circuits.' The patient believed that they were 'having issues' of pain and loss of therapy since the repositioning of the pump device to the right side (on (B)(6) 2012) and its proximity to the ins device system (pump closer to ins since replacement). It was noted that the pump was in the patient's right abdomen and the ins system in the right top buttock area.

Event description:
It was reported there was a loss of therapeutic effect. Since the patient had there pump replaced they felt like they were going to the restroom "all the time." Patient attempted to make changes to the stimulation but they still had symptoms. Follow up reported the patient did have concerns with their device or therapy. The patient received assistance from their new doctor and their concerns were resolved. It was later reported the patient had a loss of therapeutic effect. Patient had lost the relief since their pump was implanted. Patient had tried all four programs and it had not been working unless they turned the stimulation up really high which gave the patient discomfort. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v434032, explanted: (B)(6) 2013, product type lead; product ID 3889-28, lot# v4340 32, explanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
Product ID 3889-28, lot # v434032, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer. (B)(4).